Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the personal diabetes manager (pdm) functions for three days and when it turns off, it will not turn on even if it is placed on the charger for one and a half hours. After one week the pdm turned on by itself and repeated the cycle working for some time and won't work for another week. The patient used multiple daily injections (mdi) for insulin delivery and the patient's blood glucose levels decreased to 59 mg/dl. The patient was treated with an intravenous solution and drank juice. A pod was not worn during the time of the medical event.